Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/08/2017 that on (B)(6) 2017, that the patient experienced question marks (???) For over an hour on the display screen of the continuous glucose monitor (cgm) and an low event. The sensor was inserted at the abdomen on (B)(6) 2017. Date of issue is an approximate. Patient reported experiencing the low event after the cgm displayed "???" Icon. Patient's wife called the fire department. The fire department arrived and treated patient with an IV, 20 ounces of apple juice, and a peanut butter sandwich. Patient blood glucose (bg) did reached to over 100 mg/dl and patient did not go to hospital. At the time of contact, patient is fully recovered. No additional patient or event information was provided. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.